Event description:
It was reported to manufacturer that high lead impedance, eos = no, resulted from a system diagnostic test at a routine follow up visit. There was no report of any trauma, manipulation or other believed cause for the high lead impedance provided by the physician. X-rays were sent to manufacturer for review and there were no obvious lead discontinuities or other anomalies observed that could be contributing to the high lead impedance. Revision surgery is likely.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.